Event description:
Customer reports the pump rate spontaneously changed with no intervention from the patient or nurse (2nd occurrence of the day). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was available and was reviewed. Issue is reported on date of (B)(6) 2022, however it was found that there's no use of device between (B)(6) and (B)(6) (no infused volume recorded). A short use on (B)(6), @ 100 ml/h and after 333 ml/h. P/s modes switching, and this sequence is the only one on all the log with a flow rate @ 333 ml/h. No flow rate @ 178 ml/h recorded on all the log. Therefore, history data do not confirm events described in complaint. The reported device was returned to france for investigation. During the visual check of the device, nothing was noticed. Several tests were performed and all of them were compliant. No technical cause can be identified compared to the complaint because nothing has been detected during investigation. Therefore the reported event is not confirmed. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.